Event description:
Provider states tilt not working right and customer was stuck on the sidewalk. The reporter has been contacted for additional information however to date no update has been received. Please note any further information will be provided in a supplemental report. It was reported no injury. The powered wheelchair has been used for over 5 years and is a discontinued product.